Event description:
It was reported that during a surgical procedure, the microdebrider was leaking saline. Back-up equipment was used to complete the procedure, without a clinically-relevant delay. There was no patient or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation requires.